Event description:
Per the clinic, the transmitter coil became hot to the touch with device use. There is no allegation of injury to the patient. The device has been removed from service and has been requested to be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).